Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had ins put in for back pain, and the trial worked fine, but when the implanted ins was put in something happened. The patient stated that the wires got crossed or something, said they were shorting out at some point. It was noted the only thing that was stimulated was her left shoulder blade, her back wasn't stimulated. Patient stated that after she was implanted she went home and tried to use ins but then noticed only in left shoulder blade. The patient was redirected to their healthcare provider to check the device.